Event description:
Country of complaint: (B)(4). Thread breaks easily.

Manufacturer narrative:
Us reporting agent notified on 06/20/2014. Mfg site eval: samples received: 144 unopened pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. All packs received are tight. Test the knot pull tensile strength of the samples received and the results fulfil the requirements of the OEM. Review the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is corresponding (not justified). Corrective/ preventive actions: not applicable.